Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and the absorbable adhesive barrier was used. The device was found unsealed for the sterile packaging, and no sealing glue. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Corrected information: it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable. The following information was received: the unit was sealed.